Event description:
Procedure type: gastrectomy. According to the reporter: when the jaw was opened after the first firing, a surgeon found bleeding had occurred and the cut edge was open. The conditions of the staple line and malformation of staples were also confirmed. A new suslu was used and loaded on the same handle with no problem. Operating time was extended from resected. There was no tissue damage. Nothing fell into the cavity. There was oozing bleeding. The pt is currently under follow-up. The sales rep observed that the jaw of suslu was curved toward the distal end. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).